Event description:
Adverse event(s): patient impact unk (no known impact or consequence to pt). Product problem(s): "shows error code" (device displays error message). The facility reported receiving a system error code. Pt impact is unk. There have been multiple attempts to retrieve add'l info, but none received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).